Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 511 mg/dl. Customer was treated with manual injection and insulin pump. Customer declined to check air bubble and leak. Insulin pump passed displacement and high pressure test. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned be for the analysis.